Event description:
While performing a total hip replacement procedure, the stem would not seat completely, before the stem could be removed, the cement set up. A revision total hip procedure had to be performed after removing the stem, in order to remove the stem a distal window had to be made in the femur.